Event description:
Pt's wife reported the pt underwent open mesh implant, as day surgery in 2002. The pt went back to the surgeon because he felt ill. The surgeon performed a mesh explant the following month. The pt's wife reported the mesh failed, there was a rip in the mesh, and the incision site was infected. A drain was placed during the explant surgery. Pt's wife reported the pt underwent 2 additional surgeries after the explant procedure at that site due to hernia recurrence. Per medical records provided for review: on the same day - pt underwent surgical procedure, during which the mesh was explanted. The operative report noted "the mesh had failed on the lateral aspect of the repair and the mesh was completely removed". The post-operative diagnosis was documented as "necrotic abdominal wall with recurrent incisional hernia." Hosp record dated one week later, indicated "post-operative infection."

Manufacturer narrative:
The medical records provided did not indicate or describe how the "mesh had failed on the lateral aspect of the repair" and since the mesh was explanted in 2002, no product has been or is expected to be returned to davol for eval. Additionally, the pathology sample resulting from the 2002 procedure did not include the mesh, therefore, the pathology report dated the following day, does not include any info related to the explanted mesh. Therefore, no conclusion can be drawn at this time. Available info indicates no device will be returned and/or additional info will be provided, we therefore, consider this report complete to the best of our current knowledge.